Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cocked stopper and underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube cap skewed, and then the customer pressed down. When the blood was taken from the patient, it was found this tube has low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube cap skewed, and then the customer pressed down. When the blood was taken from the patient, it was found this tube has low draw issue."